Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. Magnified inspection of the balloon revealed a pinhole in the balloon material at the distal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 4.5 fr non-bsc introducer sheath was introduced. A non-bsc guidewire and a non-bsc support catheter were advanced to cross the periphery of the target lesion using a non-bsc guidewire. A 1.5mm x 20mm coyote¿ es balloon catheter was advanced to dilate the lesion. Subsequently, additional dilation was attempted with a 2mm x 40mm x 144cm coyote¿ es balloon catheter; however, upon the first inflation, the balloon ruptured at 10 atmospheres after a duration of 1 second. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 4.5 fr non-bsc introducer sheath was introduced. A non-bsc guidewire and a non-bsc support catheter were advanced to cross the periphery of the target lesion using a non-bsc guidewire. A 1.5mm x 20mm coyote¿ es balloon catheter was advanced to dilate the lesion. Subsequently, additional dilation was attempted with a 2mm x 40mm x 144cm coyote¿ es balloon catheter; however, upon the first inflation, the balloon ruptured at 10 atmospheres after a duration of 1 second. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.